Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited over-sensing noise. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.